Event description:
A malfunction was reported on the pump, indicated by the malf 12 code and fault ID 12_0x2071. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as backup therapy. Technical support arranged to send a replacement pump with updated software. The customer was instructed to log in to their tandem account for training before using the new pump, was provided instructions for returning the malfunctioning pump, and was expected to return it within 10 days via ups.